Manufacturer narrative:
(B)(4). Date sent: 2/19/2020. Batch #t5e47c. Investigation summary: the analysis results found that one psee60a device was returned with no visual non-conformance's and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic colectomy, the cartridge pan of the first cartridge was left inside the jaw, so that the second cartridge could not be loaded into the jaw. The device was used for feea. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.